Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed heart failure when the cardiac resynchronization therapy pacemaker (crt-p) switched to ve ntricle-only pacing when it reached the elective replacement indicator (eri). The device was explanted and replaced and the patient felt better. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The patient has a cardiac resynchronization therapy pacemaker (crt-p), not a crt-d.